Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the batteries as they were due for 2-year replacement per the preventive maintenance schedule. The unit operated to the manufacturer's specifications. Per data log analysis, the system is used on 03-oct-2019 and all is normal. The next power up on 08-oct-2019 the user is notified the battery life is exceeded. This indicates the batteries were replaced 2 years ago and are due for replacement. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the information on the previously submitted medwatches related to this complaint as it was found that the batteries had actually reached two years of age. The service message that appears is an expected response when the batteries reach two years of age, and is not representative of a malfunction of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, he turned on the pump for morning case and received the error. He checked the system tab for battery blue bar and all was right.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a "caution: you have exceeded the two year life of your battery, battery capacity may be reduced, contact service for a replacement." Message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.